Event description:
It was reported that following the implant of a transcatheter valve in the patient's native annulus using a non-medtronic guidewire, paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed while the patient was rapidly paced. It was reported that the bav was successful. Upon withdrawal of the post-implant bav, the valve dislodged. It was noted that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 1 millimeter (mm) and the implant depth on the left coronary cusp (lcc) was 2 mm. After valve dislodgement the implant depth on the ncc was -10 mm, and the implant depth on the lcc was -12 mm. A second transcatheter valve was subsequently implanted. Per the physician, the cause of the dislodgement was due to the post-implant bav, and the depth of implant contributed to the dislodge.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve in the patient's native annulus using a non-medtronic guidewire, paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed while the patient was rapidly paced. It was reported that the bav was successful. Upon withdrawal of the post-implant bav, the valve dislodged. It was noted that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 1 millimeter (mm) and the implant depth on the left coronary cusp (lcc) was 2 mm. After valve dislodgement the implant depth on the ncc was -10 mm, and the implant depth on the lcc was -12 mm. A second transcatheter valve was subsequently implanted. Per the physician, the cause of the dislodgement was due to the post-implant bav, and the depth of implant contributed to the dislodge. Additional information was received indicating that the severity of the pvl was mild to moderate. It was also noted that the implanting physicians knew the implant depth of the first valve was shallow and intentionally deployed the valve at that depth despite the medtronic field representative's recommendation for a deeper implant depth.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.